Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and d10. The information included in b5 and d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed that the procedure was about two weeks prior to the report date. The event occurred before the procedure. The procedure was diagnostic. The intended procedure was completed with a different device.

Manufacturer narrative:
The device was returned and the error code b30 reported was not confirmed during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had an error code b30 (communication error code) and no picture. It is unknown when the issue occurred. There were no reports of patient harm.